Event description:
The assistant surgeon received a burn to their forearm because they were applying metallic forceps to the patient as the surgeon was activating the hand piece on the patient.

Manufacturer narrative:
The sample in question was returned to conmed and evaluated. The sample was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The returned hand piece had passed and operated according to its specifications. Conmed was unable to reproduce the reported events.

Manufacturer narrative:
The device in question has not been received. Once the device is evaluated by conmed a follow-up report will be sent. The user-facility had stated that the assistant surgeon had received a first degree burn as he was applying metallic forceps to the patient and the surgeon was activating an electrosurgical hand piece on the patient. Conmed had inquired about any medical intervention that was received, but the reporter could not supply this information. Conmed had verified that the reporter would provide additional training to the user-facility in regards to using metallic objects in conjunction with electrosurgical equipment. To be consistent and conservative, conmed is filing this event with the FDA.